Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has undersensed atrial beats noted on current and stored electrocardiograms. The lead remains in use. No patient complications have been reported as a result of this event.